Event description:
It was reported that while burring the intramedullary canal of the pt's finger with this drill, the bur in use broke. This event occurred during use of the drill without a bur guard. The broken portion of the bur was retrieved. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Prior to this event, the customer had difficulty getting the bur guard on the drill but it did finally attach. The sales rep went to get another bur guard for use, and when he returned, the surgeon had already used the drill and bur without the bur guard. The instructions manual for this handpiece warns the user of the following: do not operate the drill without the appropriate bur guard. Always use a bur of the proper length. The tip of the bur guard should cover the safe line on the bur, if applicable. Without the stabilization that the proper guard provides, the bur can break and be propelled with great force. Investigation findings: the handpiece was received for eval. An investigation of this drill found collet failure. The importance of using a bur guard with the drill has been addressed with the user.